Event description:
It was reported that the patient had a suspected infection and thus they were taking out the extension and implantable neurostimulator (ins) on the day of the report. The reporter did not know when the infection first presented. The patient was in the hospital to have the system removed, but it was noted that he had not been hospitalized for the infection per se. The reporter also assumed the patient would be getting some type of treatment for the infection besides system removal. They planned to place another ins later on. Four days later it was reported that the reporter did not know if a culture was done or what the results were. The location of the infection was the pocket site. The device was explanted successfully and the patient was doing fine. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37602, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 748251, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 3387-40, lot # j0120726v, implanted: (B)(6) 2002, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 3387-40, lot # j0124807v, implanted: (B)(6) 2002, product type lead. (B)(4).